Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2016. Rv pace lead impedance was 4047 ohms on (B)(6) 2016. Sensing integrity counts went up to 1167 (within days) along with vt-ns and high rate-ns episodes and evidence of oversensing.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing with sensing integrity counter (sic) and non sustained tachycardia episodes. High impedance was noted and a fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.